Event description:
This report is being filed upon notification from our mr manufacturer in (B)(4), to submit this event that happened in (B)(6). Problem: the pt had a mr exam. He was lying on the synergy spine coil covered with the philips coil mat (2 cm thick). He was heavily sweating, wearing a shirt, and briefs. During the examination, his thumb was close to his bare hip skin. The pt did not have direct contact to the coil nor cable. Directly after the examination, it was discovered the pt had two second degree burns having blisters approximately 1.5 - 2.0 cm. One burn was located at the left thumb joint and the other at the left hip/backside.

Manufacturer narrative:
Eval method, eval results, and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.